Manufacturer narrative:
Explanation for cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports receiving a potential false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) , lot 24987d, reader sn (B)(4). Repeat cue test performed on (B)(6) 2022 provided a positive result. On (B)(6) 2022, customer tested positive once with an intelliswab rapid antigen test followed by four negative results using the binaxnow and ihealth rapid antigen tests (frequency of each type of antigen test not provided). Customer had no reported symptoms. On (B)(6) 2022, customer tested positive with two intelliswab rapid antigen tests. Customer had a scratchy throat and body aches. On (B)(6) 2022, a confirmatory pcr test was performed an a positive result was obtained. Customer also reported obtaining two false positive results with the cue covid-19 test for home and over the counter (otc) use. See case-2022-3201-3.

Manufacturer narrative:
Update to h10: false negative tests were reproduced during the investigation. The complaints for false negatives were confirmed, however, additional investigation performed was unable to identify a root cause. The root cause is undetermined.

Manufacturer narrative:
Investigation conclusion: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.